Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns distributor in taiwan was contacted by a vns implanting physician who reported that they had a patient who had high lead impedance. It was felt that their lead pin was not fully inserted into the header of their generator. One screen shot x-ray was received displaying only the generator and the lead pin did not appear to be fully inserted in the header of the generator. No patient trauma has been reported around the time of their high lead impedance being reported. It is unknown if any exploratory surgery is planned at this time.